Manufacturer narrative:
Suspect medical device: product code: ptk. Common device name: tube, gastrointestinal (and accessories). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The physician used a cook flourish pediatric esophageal atresia device on a pediatric patient with esophageal atresia. The following was reported: the distal tef (trachea-esophageal fistula) was repaired on (B)(6) 2019 (at 3 days of age). The length of the initial untreated gap measured 5 cm, ¿visually > 4 cm¿. No treatment was required to close the gap and the infant was ¿allowed to grow.¿ on (B)(6) 2019 (at 76 days of age) the flourish pediatric esophageal atresia device was placed with the patient under general anesthesia. The length of the esophageal gap measured 3.0 cm. The measurement was taken in the operating room prior to placement of the device with a naso-gastric tube and catheter distally. At completion of the procedure, the flourish magnets were in the distal most portion of the esophageal ends and the resulting gap measured 2.7 cm. No additional procedures were performed during the placement procedure. On (B)(6) 2019 the flourish device was removed and the study site indicated that anastomosis was not achieved. The site noted the following, ¿required multiple adjustments and magnets did not come together during two (2) weeks.¿ the following was received on (B)(6) 2019: the surgical procedure to do the repair and perform the anastomosis will be done in (B)(6). The exact date was not provided. Surgical repair is the next treatment option and standard of care when anastomosis cannot be created with the flourish device. A section of the device did not remain inside the patient¿s body. The patient has anastomosis repair surgery scheduled for (B)(6) 2019 to correct the pre-existing atresia, since the flourish did not achieve anastomosis. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
The following was reported to the FDA on 13-dec-2019: "the physician used a cook flourish pediatric esophageal atresia device on a pediatric patient with esophageal atresia. The following was reported: the distal tef (trachea-esophageal fistula) was repaired on (B)(6) 2019 (at 3 days of age). The length of the initial untreated gap measured 5 cm, ¿visually 4 cm¿. No treatment was required to close the gap and the infant was ¿allowed to grow.¿ on (B)(6) 2019 (at 76 days of age) the flourish pediatric esophageal atresia device was placed with the patient under general anesthesia. The length of the esophageal gap measured 3.0 cm. The measurement was taken in the operating room prior to placement of the device with a naso-gastric tube and catheter distally. At completion of the procedure, the flourish magnets were in the distal most portion of the esophageal ends and the resulting gap measured 2.7 cm. No additional procedures were performed during the placement procedure. On (B)(6) 2019 the flourish device was removed and the study site indicated that anastomosis was not achieved. The site noted the following, ¿required multiple adjustments and magnets did not come together during two (2) weeks.¿ the following was received on 26-nov-2019: the surgical procedure to do the repair and perform the anastomosis will be done on (B)(6). The exact date was not provided." New information was received on 13-dec-2019: "the site informed us that the patient had undergone thoracotomy and esophageal anastomosis on (B)(6) 2019. The patient has exited the study." Surgical repair is the next treatment option and standard of care when anastomosis cannot be created with the flourish device. A section of the device did not remain inside the patient¿s body. The patient underwent anastomosis repair surgery on (B)(6) 2019 to correct the pre-existing atresia, since the flourish did not achieve anastomosis. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.